Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was air and water leakage due to deformation of the scope connector causing a loss in water tightness. Upon further inspection, it was observed that there was insufficient adhesive in the screw holes of the distal end. It was also observed that due to a cut on switch 4, there was a loss in water tightness. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was also observed that the play of the up and down knob was out of standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover was detached causing a gap. It was also observed that the acoustic lens had a chip. It was observed that the objective lens had a crack. Lastly, scratches were observed on the following unit components due to a handling issue: light guide cover glass, connecting tube, acoustic lens, switch 1 and on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera ultrasound gastrovideoscope had air and water leakage from the scope connector. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the adhesive of the tip lid fixing screw was peeling, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to physical stress. The event can be prevented by following the instructions for use (IFU) which state: warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.